Event description:
Consumer wrote in to complain it was not possible to mold them to my bite, because it would not widen and the lower won't make indentations. Then I requested two replacements and the same thing happened with both sets of these. It can clearly be seen that it delaminated.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.